Event description:
The customer stated she was hospitalized for high blood glucose and epilepsy and the insulin pump was exposed to CT and MRI scans. The customer stated that the insulin pump is now alarming motor error. Troubleshooting was performed and the insulin pump passed the displacement and self tests.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as the device has not yet been evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.